Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had e code alarms and slower during rewinds. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No rewind anomaly and no e/a alarm noted during test. Device received with minor scrathed lcd window.(B)(4).